Event description:
The customer returned the device stating, ¿issues completing preventative maintenance (pm).¿; during device evaluation it was found the downstream occlusion (dso) seal was cracked and the upstream occlusion (uso) seal was buckling.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿issues completing preventative maintenance (pm)¿ was confirmed. The unit had a damaged air sensor, downstream occlusion (dso) seal cracked and contaminated dso. The upstream occlusion (uso) seal was buckling. Replaced the dso sensor seal and uso seal. The device passed all functional and delivery tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.